Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 12 months. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Based on the patient's medical records, the patient is a (B)(6) female who underwent aortic valve replacement for aortic insufficiency 1 year ago. Subsequent recent echo showed a perivalvular leak. She was tested for endocarditis and all results returned negative. Echocardiogram revealed mitral insufficiency of 3+ as well as aortic insufficiency. Surgical intervention was recommended and the patient agreed. Direct inspection of the aortic valve revealed the annulus was infected. The valve leaflets themselves had no vegetations, but explanting the valve was extremely easy as it practically pulled free with all pledgets intact with minor tugging. The annulus was for the most part disintegrated. The mitral valve was not involved in the infection process. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the infection source cannot be confirmed without the sample device. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.